Event description:
It was reported that the patient's ins was replaced on (B)(6). Following the replacement the patient only felt stimulation in the left upper extremity, despite needing stimulation in the right chest and upper extremities. At a follow-up visit on (B)(6) x-rays showed that all contacts were midline or left of midline, and all attempts at reprogramming again resulted in stimulation to the left upper extremities only. The hcp discussed adding another lead to the right side to generate stimulation to that area, however no further surgery was planned. It was noted that the leads had been in place for more than 15 years and had been specially designed and were no longer available. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient was not currently receiving effective stimulation. The patient planned to meet with a pain doctor in (B)(6) 2012 for placement of a percutaneous lead to the right of current electrodes to improve coverage.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 1996. Product type: lead: product ID neu_unknown_ext. Product type: extension: product ID 74001, lot# n334533. Product type: adapter: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had a removal of their cervical electrodes and placement of 2 leads on (B)(6) 2013. Review of information indicated the electrodes were manufactured by a different manufacturer.